Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) location was uncomfortable. The patient underwent an ipg relocation procedure and old device replaced with a new non-rechargeable ipg.